Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). M53k5v. The analysis results found that the atw35 device was received with two tr35w cartridge reloads present. Cartridge (b) tr35w, m53990 was received fully fired and with normal lockout. Cartridge (c) tr35w, l53x1p was received unfired and in good visual conditions. The device was tested for functionality with the returned reload (c) and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge reloads (b, c) were loaded and removed without any difficulties during testing. A batch record review was performed and no anomalies were found during the manufacturing process.